Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet with serum in the reported problem area of the pipetter assembly. The fse cleaned the tip eject sleeve and tip clamp. The instrument was inspected, tested without further problem, and returned to service.